Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm on (B)(6) 2020. On (B)(6) 2020, infusion was switched from by gravity to by pump and infusion through the catheter was resumed. On (B)(6) 2020, leakage from the catheter was found during flushing. On (B)(6) 2020, the part of the catheter where leakage was confirmed was cut, and the catheter connector was re-connected. On (B)(6) 2020, the use of the catheter was stopped because of difficulty of infusion. No patient harm reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5.6 cm long segment of a 4 fr single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. A microscopic observation revealed two small diagonal splits in the catheter segment just distal to the 20 cm depth marker. The edges of these small splits were observed to be rough and slightly indented. Additional, smaller splits were observed on the opposite side of the catheter. Additional damage was observed on the inner wall of the catheter, and the shape and positioning of the damage appeared to be very similar to the pattern of a braided wire stiffening stylet. The characteristics of the damage observed on and within the returned catheter segment suggest the damage was most likely caused by compression of the catheter with the stylet still inserted and/or mechanical damage from contact with an instrument while in use. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm on (B)(6) 2020. On (B)(6) 2020, infusion was switched from by gravity to by pump and infusion through the catheter was resumed. On (B)(6) 2020, leakage from the catheter was found during flushing. On (B)(6) 2020, the part of the catheter where leakage was confirmed was cut, and the catheter connector was re-connected. On (B)(6) 2020, the use of the catheter was stopped because of difficulty of infusion. No patient harm reported.